Manufacturer narrative:
The carefusion fse went onsite and checked the operation of the vent. He drained the water in lines of the circuit. Dried the transducer and checked the operation of the vent. Ran uvt and the vent is ready for use.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called to report that the vent fluctuates all over the place. No other information was provided on the initial call and there was no indication of any patient harm.